Manufacturer narrative:
This report is for an unk - screws: nail distal locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient came for removal and revision of distal 5mm locking screws in femoral recon nail (frn) due to nonunion and delayed healing. Originally the patient was implanted with unknown nail and unknown screws on (B)(6) 2019. The patient's hardware was intact. Presently the patient has a nonunion and the surgeon wanted to dynamize nail as opposed to static screws in place. The frn nail and recon screws remained implanted in the patient. The distal locking screws were removed and replaced with dynamic locking screws. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected information: h6: code 3191 used to capture surgical intervention, medical device removal and fracture nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.